Event description:
Caller reported a malfunction on pump, identified by a malfunction code, and confirmed prior to malfunction there were no notable events. There was no adverse impact to customer¿s blood glucose level. Tandem technical support confirmed pump was within warranty and decided to replace it, providing the customer with a new pump with updated software. They instructed the customer on storage mode procedures and discussed return and replacement steps. Customer was advised to use return box and pre-paid label to send back faulty pump within specified timeframe. No backup insulin delivery was available, and customer planned to consult with healthcare professional.